Event description:
It was reported the duodenovideoscope had dirt in the forceps elevator. The event occurred during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.